Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that this 21mm bioprosthetic aortic heart valve was failing due to severe aortic stenosis. The transcatheter valve was implanted and angiogram demonstrated excellent placement of the valve, a reduced mean gradient of 4.7 mmhg, and mild central aortic insufficiency post-deployment. There were no reported complications and this (B)(6) year-old male was transferred to the ICU and was later discharged on pod #1.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eight (8) years, seven (7) months post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis (mean gradient = 55 mmhg). A 23mm transcatheter valve was successfully deployed and there were no complications. The patient is listed as doing well, post-operatively.